Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 and the cause of expiration was reported to be due to a cerebral hemorrhage. It was reported that the death and bleeding was not pump related. The pump was operating as it should. An autopsy was not performed.

Manufacturer narrative:
Approximate age of device - 4 months. The device was not returned for evaluation. A correlation for the reported stroke to the device could not be determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event. Placeholder.